Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The reported symptom code (blank screen) was confirmed. A visual inspection of the returned cycler exterior showed signs of physical damage to the cassette door latch. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to be burnt. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became operational. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank during treatment. The power cord was properly connected in both ends. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reverted to manual supplies to complete their treatment. There were no adverse events, injuries, or medical intervention required as a result of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.